Event description:
It was reported that the patient's implantable neurostimulator was explanted because the battery was extruding from the patient's body. The doctors suspected a granuloma caused by a foreign body reaction. Tissue samples were taken during the explantation of the device. Patient is ok, but without dbs therapy at the moment. The physician harvested the sub-cutaneous cellular tissue and found several fragments with major axis from 0,1 to 0,5cm, some with wall colored white-gray with elastic consistency and others colored brown-gray with stiffer consistency. Pathological analysis found the examined tissue sample to be fibrous-adipose with granulation tissue, with sparse giant cells typical of foreign body and extensive necrotic regions with debris. The inflammatory infiltrate was rich in neutrophil, there were deposits of hemosiderin, and areas of lipophagic granuloma. In a follow up visit a small inflammatory reaction was observed under the incision of the neurostimulator. Later the reaction became larger, with no infection or inflammatory signs besides the redness and some swelling. The patient was submitted to invasive procedure to remove neurostimulator and stop the inflammatory process. "The patient status is ok, with abdominal skin recovering and coming back to normal. Pd symptomatic due to lack of stimulation and poor symptom control with medications. Still a good candidate to stimulation." Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was implanted on (B)(6), 2012 with a custom silicone-coated implantable n eurostimulator (ins). The patient was reported as doing 'ok' and did not show any signs of reaction to the ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).